Manufacturer narrative:
Philips service replaced the live monitor and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the live monitor in the exam room failed, and no image was displayed on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.